Event description:
It was reported that pump displayed malfunction message 199 in customer software, and customer service explained this meant pump malfunction with malfunction code 16, so pump was no longer working properly and was not part of a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully drain, to enter pump settings and connect glucose sensor to replacement pump, to select option for users coming from a pump during setup, and to return malfunctioning pump using prepaid label; replacement pump was arranged under warranty.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.